Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that a patient underwent left total hip arthroplasty. Approximately ten years post op, the patient is being considered for revision due to patient allegations of unknown injuries. There is no further information available for this event at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown head, lot# unknown; item# unknown, unknown stem, lot# unknown; item# unknown, unknown cup, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -02047, 0001822565 -2019 -02045, 0001822565 -2019 -02041.

Event description:
It was reported that patient is being considered for a revision approximately 10 years post initial implantation for unknown reason. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No medical records regarding the revision were received. Device history record (DHR) was reviewed and no discrepancies were found. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.